Event description:
In 2/97, three medgraphics 1085 advantage plus systems were purchased by medical center to replace the older 1070 models. In 6/97, it was noted that the 1085 was producing comparative diffusion readings 5-10% lower than the 1070. In 11/97, g.c. Columns were replaced in the three 1085 units. The 1085 units continued to produce results that were lower than the 1070 beyond the acceptable variation (6%).